Event description:
It was reported the system failed to boot up. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the ipc 1000 board were installed and the collimator was calibrated during the service call. The system was tested and found to be working as intended and put back into service.